Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to externalized conductors observed via diagnostic imaging during a device change-out for eri. The lead was electrically stable.